Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) level ranging between 270-325 mg/dl. Customer alleged cause of bg was due to the pump delivering insulin too slowly. A correction bolus was delivered to address bg.